Event description:
During a colonoscopy, the physician used cook endoscopy captura biopsy forceps without spike. The biopsy forceps reportedly caused tearing of the tissue instead of cutting. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: the forceps said to be involved were returned to the approved forceps supplier for evaluation. The report was unable to be confirmed. The forceps were examined under a microscope and met the applicable specification. The supplier performed a review of their history record and verified all inspection steps and operations had been completed, as required. A discrepancy or anomaly that could have caused the reported observation was not observed during our analysis of the returned forceps. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because, none of the product from this lot remained in finished goods inventory. A review of the twelve month compliant history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce reports of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.